Event description:
A malfunction alarm was reported with malfunction code malf 12, and there were no notable events prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted the caller in resetting the pump. After resetting, the malfunction did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any issues reappeared, and they acknowledged this instruction.